Event description:
During a ulna shortening osteotomy, the surgeon was performing a cut and noted it was taking too long for the blade to complete the cut. Surgeon switched to an individual saw blade and completed procedure with no further problem and no reported harm to the patient.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.